Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 102) was confirmed. Upon investigation the monitor was unable to complete essential performance testing due to the c19 capacitor negative pad being pulled from the defibrillator pca board. Upon further investigation, multiple components on the ca board and defibrillator board were physically damaged, causing fault. The root cause for the damaged components was physical abuse. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 102.